Event description:
It was reported to philips that there was an unspecified issue with the down arrow button. Further clarification was provided and it was determined that the down button was missing. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there was an unspecified issue with the down arrow button. There was no reported patient or user involvement and no adverse patient/user impact.